Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The reported event of a screw issue was unable to be confirmed. The log files were reviewed and on 16jan2026, intermittent backup battery fault alarms activated due to the backup battery not passing the load test. The backup battery did not pass the load test due to the loaded voltage measuring outside of the acceptable voltage threshold. The alarms were resolved after a successful load test passed. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. Reported information stated that the battery was unable to be reseated due to a screw issue. It was stated that the alarms were resolved and the system controller was not exchanged. The root cause for the reported events was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. The heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller, including how to properly remove the battery compartment cover. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 IFU, section 8 entitled ¿equipment storage and care¿, and patient handbook, section 6 entitled ¿caring for the equipment¿, address how to properly maintain and store the equipment for proper use. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came into the clinic after having backup battery fault alarms that were cleared by multiple self-tests. This was not the first time it had happened. The emergency backup battery (ebb) was unable to be reseated due to issues with the screws but since there were no alarms so the site sent the patient home. The patient was instructed a system controller would be exchanged if the alarms reoccurred. Log files were sent for review. The event log file confirmed the backup battery fault alarms. The ebb failed the internal load test. The pump was operating within normal parameters. It was communicated on 21jan2026 that the ebb fault alarms resolved without a system controller exchange.